Event description:
It has been reported to philips that the system failed to boot up. The device was not in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to start. Upon troubleshooting, fse confirmed that system cannot boot up, dcps was defective. Review of the system log files showed collimator, geometry, image processor, miscio, sequencer, ui devices and x-ray generator errors and warning at startup of 13-may-2023 10.28. Fse replaced the dcps. After replacement of the dcps the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.